Manufacturer narrative:
The hemosphere oximetry cable was expected to be returned for evaluation but was not returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional product codes include: dqk: computer, diagnostic, programmable; qaq: adjunctive predictive cardiovascular indicator; mud: oximeter, tissue saturation; dxn: system, measurement, blood-pressure, non-invasive; dsb: plethysmograph, impedance; qms: adjunctive open loop fluid therapy recommender; fll: thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported before use that the end user didn't like the numbers being produced. The troubleshooting steps are unknown. There is no patient injury.